Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was a report about contamination. The mentioned defect found during atom's manufacturing process. Lot number 2310221. Contamination - 99. Can you please provide an exact date of event in format dd-mmm-yyyy? A: the exact date is unknown. The parts from this lot ((B)(4) pieces) were used in the atom manufacturing process between january and march 2025, and 99 pieces showed the defect. On 30apr2025- please verify if the contamination is loose or embedded? Can it be wiped off? A: the foreign matter is embedded and kneaded into the material and cannot be removed by wiping.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Upon inspection, what appear to be stains on the connector is observed, however, it cannot be clearly characterized from the photo alone. A device history review was performed for reported lot 2310221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the sample lot were used for additional evaluation. All product was inspected, no foreign matter, embedded material, or contamination was observed on any of the devices. Product undergo visual and functional inspections throughout the manufacturing process. We perform inspections and clearly defined cleaning procedures after production of each lot. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Without the physical sample to further evaluate, we cannot identify a specific root cause at this time, although we can verify it occurred during the manufacturing process. Manufacturing personnel have been notified of this incident. To date, there have been no other similar events reported for either lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.